Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Blood glucose (bg) ranged from 280 mg/dl to approximately 600 mg/dl. Reportedly, bg may have been due to a meal and not properly receiving insulin. Customer thought there was an issue with the cartridge. Bg was addressed with a correction via the pump and a manual injection that was administered by the customer's husband as the customer was not feeling well. The supplies were changed to address the event prior to the report. No troubleshooting was performed.